Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 035 to treat left brachial access and left common femoral access, attempting revascularization of a left iliac artery chronic total occlusion. Wire was passed through the chronic total occlusion. Balloon angioplasty was performed with a ultraverse 035 balloon. Post angiography revealed a perforation with extravasation of the left external iliac artery. Another covered stent was inserted and deployed covering the full length of the lifestream 7x58. Final angiography revealed closure of the perforation.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 035 to treat left brachial access and left common femoral access, attempting revascularization of a left iliac artery chronic total occlusion. Wire was passed through the chronic total occlusion. Balloon angioplasty was performed with a ultraverse 035 balloon. Post angiography revealed a perforation with extravasation of the left external iliac artery. Another covered stent was inserted and deployed covering the full length of the lifestream 7x58. Final angiography revealed closure of the perforation. The current status of patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.